Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a drawer was failed to open and not detected on bus. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-jun-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the drawer was failed. A field service engineer (fse) connected with the customer and resolved the issue. The customer was able to open the drawer and retrieve the medication without further issue. The system functioned as intended after the field service engineer assisted the customer.